Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b6, h6.